Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the distributor that during endobronchial ultrasonography(ebus) using the subject device, the following event occurred. After uncomplicated ebus punctures, 3 punctures right below the main carina, and 2 punctures in another point, the coil component of the device remained inside the patient. It was noticed when the puncture area was checked with a bronchoscope. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The doctor reported that the intended procedure was completed successfully and that the fragment was retrieved successfully from the patient without clinically relevant extension of the procedure. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coil part fell off. When the coil was checked, the coil was deformed. When the insertion and removal of the needle tube were checked, it was able to insert and remove without any problem. When the needle tip was checked, there was no deformation or scratches. There were no other abnormalities that could lead to the event pointed out. The manufacturing record was reviewed and found no irregularities. From the confirmation result of the actual product, it is considered that it was caused by the following mechanism. 1.after removing from the tray, a bending load was applied to the tip of the sheath, causing bending. 2.since the tip of the needle tube protruded while the tip of the sheath was bent, the tip of the needle tube was caught in the coil. 3.as a result of sticking out the tip of the needle tube as it was, the coil fell off from the sheath. However, the exact cause of the reason could not be identified. The above device handling has warned in the instruction manual.